Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced tingling and burning sensations during an MRI scan. Due to this, the MRI was stopped and not able to be completed. Reprogramming the patient was somewhat successful, however, next course of action is undetermined.